Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's system controller pcb assembly and power supply assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed system controller pcb assembly and observed that it caused the test device to not function in paddles lead and not be able to charge to deliver defibrillation therapy. A further root cause could not be determined. Physio-control further evaluated the removed power supply assembly and observed that it caused the test device to not power on using ac or battery power. A further root cause could not be determined.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control replaced the device's system controller pcb assembly and power supply assembly. Physio-control further evaluated the removed system controller pcb assembly and observed that it caused the test device to not function in paddles lead and not be able to charge to deliver defibrillation therapy. Physio-control further evaluated the removed power supply assembly and observed that it caused the test device to not power on using ac or battery power.